Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the left femur; was broken and presented a non-union. The broken proximal end of the nail and screws were removed.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken sign im nail and non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. A follow up report will be sent at the conclusion of this case. Sign fracture care international will continue to monitor these events as part of our post market activities.